Event description:
Reportedly, it was impossible to interrogate the subject ICD. The patient has also a left ventricular assist system (lvas). The ICD was explanted and will be returned for analysis.

Event description:
Reportedly, it was impossible to interrogate the subject ICD. The patient has also a left ventricular assist system (lvas). The ICD was explanted and will be returned for analysis.

Manufacturer narrative:
Preliminary analysis of the returned device did not reveal any anomaly.

Event description:
Reportedly, it was impossible to interrogate the subject ICD. The patient has also a left ventricular assist system (lvas). The ICD was explanted and will be returned for analysis.